Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead was oversensing noise. No intervention was performed. The patient was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the patient presented in clinic for lead revision. A lead fracture was suspected. The lead was explanted and replaced. The patient was stable throughout the event.